Event description:
The reporter indicated that a 113.2mm vicm5 13.2 implantable collamer lens of -4.5 diopter lens had a tear/break during loading after opening vial on (B)(6) 2023. The lens was not implanted. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)